Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a failed battery test and battery out limit alarm. The customer's blood glucose reading was 142 mg/dl. The customer received failed battery test for the last 3 changes. The customer was advised to inspect battery compartment and spring for corrosion. The customer found neither compartment nor spring are damaged or corroded. The customer was advised to insert new aaa alkaline battery. The customer received failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No failed battery test or battery out limit alarms were noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.